Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem o lok clip applier instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in house system, the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the large hem o lok clip applier instrument clip could not be attached. The procedure was completed with no reported injury.